Event description:
Pt had insect in ear. Irrigation syringe came apart and the tip of it went into the pt's ear when the nurse tried to remove the insect there was perforation to the tympanic membrane.